Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings:.confirmed display lens has surface cracks across top of lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release

Event description:
On (B)(6) 2013, the distributor contacted animas and alleged that the pump casing was cracked near the corner of the display screen. There is no reported adverse event. This complaint is being reported as the issue was not resolved with troubleshooting.